Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this lead was exhibiting elevated threshold measurements and out of range impedance measurements. A lead fracture was revealed and the lead was removed from service. No adverse patient effects have been reported.